Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was advanced for use. During the procedure, it was noted that the balloon ruptured upon fitth inflation at 10 to 12 atmospheres. The procedure was completed with a different device. No patient injury were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex artery. A 10mmx2.50mm wolverine coronary cutting balloon was advanced for use. During the procedure, it was noted that the balloon ruptured upon fitth inflation at 10 to 12 atmospheres. The procedure was completed with a different device. No patient injury were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) medical center. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon wings were in a deflated state and had been subjected to positive pressure. A microscopic examination of the balloon found no tears or holes in the balloon material. The device was attached to a boston scientific encore inflation unit and during an attempt to inflate the balloon a pinhole leak was confirmed. The pinhole leak was confirmed just proximal to the distal markerband. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks along the length of the hypotube. No issues were noted with the tip section of the device.